Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localized pain') in a female patient who had essure (batch no. C12708) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), dyspareunia ("dyspareunia"), hypersensitivity ("allergy symptoms"), headache ("headaches") and bladder disorder ("urinary/bladder problems"). The patient was treated with surgery (essure removal by salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, headache and bladder disorder had resolved and the dyspareunia outcome was unknown. The reporter provided no causality assessment for bladder disorder, genital haemorrhage, headache and hypersensitivity with essure. The reporter considered dyspareunia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-nov-2021: summons received : event dyspareunia added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localized pain / chronic pelvic pain') in a 34-year-old female patient who had essure (batch no. C12706) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement plus thermal ablation" on (B)(6) 2014. The patient's medical history included vaginal discharge on (B)(6) 2013, low back pain on (B)(6) 2013, lower abdominal pain (for last several hours at a time.) On (B)(6) 2013, pregnancy with intrauterine device on (B)(6) 2013, abdominal pain on (B)(6) 2012, menorrhagia on (B)(6) 2012, hand swelling, extremities burning sensation of, multi gravida, parity 5 (4 living children 37 weeks, one neonatal death 37 weeks), coeliac disease, asthma, palpitations, iron deficiency anemia (secondary to menorrhagia), menorrhagia and iud expelled. Previously administered products included for bleeding control: micronor on (B)(6) 2012; for contraception: mirena in 2011; for heavy periods: tranexamic acid; for an unreported indication: oral contraceptive. Past adverse reactions to the above products included post procedural haemorrhage with mirena. Concurrent conditions included pain menstrual since 2010. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pain ("aching all over"), 2 months after insertion of essure. On (B)(6) 2014, the patient experienced vaginal discharge ("recurrent of smelly vaginal discharge / white discharge / reccurent"). On (B)(6) 2015, the patient experienced chest pain ("post ablation, essure placement chest pains, intermittent, severe, rad to neck and right side of the precordium, no sweating but palpitations"). On (B)(6) 2016, the patient experienced urinary tract infection ("uti symptoms for 2 weeks") and dysuria ("dysuria esp at end of stream."). On (B)(6) 2016, the patient experienced abdominal pain ("intermittent abdominal pain"), abdominal distension ("abdominal bloating") and pyrexia ("low grade temperature"). In 2019, the patient experienced pallor ("feeling off color") and hypomenorrhoea ("lightier periods"). In (B)(6) 2019, the patient experienced adenomyosis ("suspicion of anterior wall adenomyosis"). On (B)(6) 2019, the patient experienced irritable bowel syndrome ("irritable bowel syndrome") with flank pain. On (B)(6) 2019, the patient experienced device dislocation ("essure not visualized"). In (B)(6) 2019, the patient experienced vulvovaginal pain ("pain in vagina") and proctalgia ("pain in rectum"). On (B)(6) 2019, the patient experienced decreased appetite ("loss of appetite") and nausea ("nausea recurrent"). On (B)(6) 2020, the patient experienced amenorrhoea ("her periods are now much lighter and then she lies down, she has no bleeding at all"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), dyspareunia ("dyspareunia"), hypersensitivity ("allergy symptoms"), headache ("headaches / bad low headache / recurrent"), bladder disorder ("urinary/bladder problems"), coital bleeding ("post coital bleeding"), menstruation irregular ("light and heavy periods which are also occurring intermittently and irregularly"), joint pain ("joint pain"), asthenia ("generalized weakness"), photophobia ("increased sensitivity to light"), hyperacusis ("increased sensitivity to sound"), inflammation ("body inflammatory reaction"), tinnitus ("tinnitus / ringing in ears"), head discomfort ("head pressure"), feeling cold ("feeling cold when the weather is warm"), feeling abnormal ("brain fog"), wrist pain ("wrist pain") and rash pruritic ("forehead rash, a bit itchy"). The patient was treated with surgery (essure removal by laparoscopic bilateral salpingectomy and excision on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, headache and bladder disorder had resolved and the dyspareunia, vaginal discharge, chest pain, urinary tract infection, dysuria, abdominal pain, abdominal distension, pyrexia, pain, coital bleeding, menstruation irregular, joint pain, asthenia, photophobia, hyperacusis, inflammation, tinnitus, head discomfort, feeling cold, feeling abnormal, adenomyosis, irritable bowel syndrome, decreased appetite, pallor, nausea, hypomenorrhoea, amenorrhoea, device dislocation, wrist pain, vulvovaginal pain, proctalgia and rash pruritic outcome was unknown. The reporter provided no causality assessment for bladder disorder, genital haemorrhage, headache and hypersensitivity with essure. The reporter considered abdominal distension, abdominal pain, adenomyosis, amenorrhoea, asthenia, chest pain, coital bleeding, decreased appetite, device dislocation, dyspareunia, dysuria, feeling abnormal, feeling cold, head discomfort, hyperacusis, hypomenorrhoea, inflammation, irritable bowel syndrome, joint pain, menstruation irregular, nausea, pain, pallor, pelvic pain, photophobia, proctalgia, pyrexia, rash pruritic, tinnitus, urinary tract infection, vaginal discharge, vulvovaginal pain and wrist pain to be related to essure. The reporter commented: discrepancy start date (B)(6) 2014, to (B)(6) 2014. Essure sterilization and thermachoice ablation balloon on (B)(6) 2014, 2-degree uterine descent ,1 st degree cystocele+ rectocele uterus. A/v mobile 8/40 size, adnexal mass,8 cm cavity. Both ostia seen. Bta-uncomplicated procedure 8 minutes temperature 87 degree celsius, pressure 160-180. Essure sterilization ¿uncomplicated, bilateral essure tips golden tips seen both sides. Essure removal on (B)(6) 2020, findings: normal lower tract, laparoscopy revealed hyperaemic peritoneum and lining all abdominopelvic organ with generalized enlargement of all blood vessels. Normal sized uterus with normal ovaries bilaterally. Both fallopian tubes appeared normal but with evidence of essure clips located at proximal portions and not breaching the tubal wall. Superficial peritoneal endometriotic lesions in the right and left ovarian fossae and in the pouch appendix,ureter,bowel loops and other abdominal organs grossly normal procedure-xcalpel was used to excise both tubes along with cornual wedges of the uterus. Uterus was repaired satisfactorily afterwards. The pelvic endometriotic lesions were removed by local excision. The procedure was completed satisfactorily. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2020: unfortunately she found the procedure difficult and slightly surprisingly the cervical canal was tight. She was unable to tolerate dilation. Sars-cov-2 test - on (B)(6) 2020: negative. Ultrasound pelvis - in (B)(6) 2019: highlighted suspicion of anterior wall adenomyosis. Ultrasound scan vagina - on (B)(6) 2019: essure not visualized; on (B)(6) 2020: shows regular endometrium of 7.5 mm and a normal uterus. On 3d images it did appear that clips are located in isthmus of tubes. X-ray - on (B)(6) 2014: they are linear in appearance and would be consistent with successful deployment. Batch no: c12706, production date: 2014-01-13, and expiration date: 2017-01-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-jun-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('due to have them removed via tube removal') in a female patient who had essure (batch no. C12708) inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (planned essure removal by salpingectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('due to have them removed via tube removal') in a female patient who had essure (batch no. C12708) inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (planned essure removal by salpingectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-jan-2021: lawyer provided essure insertion date and essure lot number. With this folllow up information received on 21-jan-2021 this record was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2020-05251) which will be deleted in bayer safety database after all information was transferred to this duplicate record # (B)(4) (reporter is from (B)(6)) which will be retained. New: essure removal was reported (case was upgraded to serious incident). We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("localized pain / chronic pelvic pain") in a 34 year-old female patient who had essure inserted (lot no. C12706) for sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: medical device monitoring error ("essure placement plus thermal ablation" on (B)(6) 2014). The patient had a medical history of low back pain, vaginal discharge, lower abdominal pain (for last several hours at a time.) And pregnancy with intrauterine device in 2013, abdominal pain and menorrhagia in 2012 and iud expelled, menorrhagia, iron deficiency anemia (secondary to menorrhagia), palpitations, asthma, coeliac disease, parity 5 (4 living children 37 weeks, one neonatal death 37 weeks), multi gravida, extremities burning sensation of and hand swelling. Previously administered products included: micronor for bleeding control, mirena for contraception, tranexamic acid for heavy periods and oral contraceptive nos. Past adverse reactions to the above products included: heavy bleeding 5-6 days after insertion with mirena. As concurrent condition the report mentioned pain menstrual since 2010. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 61 days after essure insertion, she experienced pain ("aching all over"). On (B)(6) 2014 she experienced vaginal discharge ("recurrent of smelly vaginal discharge / white discharge / reccurent"). On (B)(6) 2015 she experienced chest pain ("post ablation, essure placement chest pains, intermittent, severe, rad to neck and right side of the precordium, no sweating but palpitations"). On (B)(6) 2016 she experienced urinary tract infection ("uti symptoms for 2 weeks") and dysuria ("dysuria esp at end of stream."). On (B)(6) 2016 she experienced abdominal pain ("intermittent abdominal pain"), abdominal distension ("abdominal bloating") and pyrexia ("low grade temperature"). On (B)(6) 2019 she experienced irritable bowel syndrome ("irritable bowel syndrome") with flank pain. In (B)(6) 2019 she experienced adenomyosis ("suspicion of anterior wall adenomyosis"). On (B)(6) 2019 she experienced device dislocation ("essure not visualized"). On (B)(6) 2019 she experienced decreased appetite ("loss of appetite") and nausea ("nausea recurrent"). In (B)(6) 2019 she experienced vulvovaginal pain ("pain in vagina") and proctalgia ("pain in rectum"). In 2019 she experienced pallor ("feeling off color") and hypomenorrhoea ("lightier periods"). On (B)(6) 2020 she experienced amenorrhoea ("her periods are now much lighter and then she lies down, she has no bleeding at all"). Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), dyspareunia ("dyspareunia"), hypersensitivity ("allergy symptoms"), headache ("headaches / bad low headache / recurrent"), bladder disorder ("urinary/bladder problems"), coital bleeding ("post coital bleeding"), menstruation irregular ("light and heavy periods which are also occurring intermittently and irregularly"), joint pain ("joint pain"), asthenia ("generalized weakness"), photophobia ("increased sensitivity to light"), hyperacusis ("increased sensitivity to sound"), inflammation ("body inflammatory reaction"), tinnitus ("tinnitus / ringing in ears"), head discomfort ("head pressure"), feeling cold ("feeling cold when the weather is warm"), feeling abnormal ("brain fog"), wrist pain ("wrist pain") and rash pruritic ("forehead rash, a bit itchy"). The patient was treated with surgery (essure removal by laparoscopic bilateral salpingectomy and excision on (B)(6) 2020). At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, headache and bladder disorder had resolved. The outcomes for dyspareunia, vaginal discharge, chest pain, urinary tract infection, dysuria, abdominal pain, abdominal distension, pyrexia, pain, coital bleeding, menstruation irregular, joint pain, asthenia, photophobia, hyperacusis, inflammation, tinnitus, head discomfort, feeling cold, feeling abnormal, adenomyosis, irritable bowel syndrome, decreased appetite, pallor, nausea, hypomenorrhoea, amenorrhoea, device dislocation, wrist pain, vulvovaginal pain, proctalgia and rash pruritic were unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, amenorrhoea, joint pain, wrist pain, asthenia, chest pain, coital bleeding, decreased appetite, device dislocation, dyspareunia, dysuria, feeling abnormal, feeling cold, head discomfort, hyperacusis, hypomenorrhoea, inflammation, irritable bowel syndrome, menstruation irregular, nausea, pain, pallor, pelvic pain, photophobia, proctalgia, pyrexia, rash pruritic, tinnitus, urinary tract infection, vaginal discharge and vulvovaginal pain to be related to essure administration. No causality assessment was received for essure with regard to hypersensitivity, headache, genital haemorrhage or bladder disorder. The reporter commented: discrepancy start date (B)(6) 2014, to (B)(6) 2014. Essure sterilization and thermachoice ablation balloon on (B)(6) 2014, 2-degree uterine descent ,1 st degree cystocele+ rectocele uterus. A/v mobile 8/40 size, adnexal mass,8 cm cavity. Both ostia seen. Bta-uncomplicated procedure 8 minutes temperature 87 degree celsius, pressure 160-180. Essure sterilization ¿uncomplicated, bilateral essure tips golden tips seen both sides. Essure removal on (B)(6) 2020, findings: normal lower tract, laparoscopy revealed hyperaemic peritoneum and lining all abdominopelvic organ with generalized enlargement of all blood vessels. Normal sized uterus with normal ovaries bilaterally. Both fallopian tubes appeared normal but with evidence of essure clips located at proximal portions and not breaching the tubal wall. Superficial peritoneal endometriotic lesions in the right and left ovarian fossae and in the pouch appendix,ureter,bowel loops and other abdominal organs grossly normal procedure-xcalpel was used to excise both tubes along with cornual wedges of the uterus. Uterus was repaired satisfactorily afterwards. The pelvic endometriotic lesions were removed by local excision. The procedure was completed satisfactorily. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2020: unfortunately she found the procedure difficult and slightly surprisingly the cervical canal was tight. She was unable to tolerate dilation [sars-cov-2 test] on (B)(6) 2020: negative [ultrasound pelvis] in (B)(6) 2019: highlighted suspicion of anterior wall adenomyosis [ultrasound scan vagina] on (B)(6) 2019: essure not visualized; on (B)(6) 2020: shows regular endometrium of 7.5 mm and a normal uterus. On 3d images it did appear that clips are located in isthmus of tubes [x-ray] on (B)(6) 2014: they are linear in appearance and would be consistent with successful deployment the most recent follow-up information incorporated above includes data received on: (B)(6) 2022: the follow information were included other health professional's reporter, consumer's aka reporter, patient's details, medical history, historical drug, start date updated from (B)(6) 2014, to (B)(6) 2014, batch number updated from c12708 to c12706, product indication, vaginal discharge, medical device monitoring error, uti, dysuria , abdominal pain, abdominal bloating, slight temperature, generalised aching, post coital bleeding, irregular menstruation, joint pain, weakness generalized, photophobia aggravated, sound sensitivity increased, inflammatory reaction, tinnitus, head pressure, feeling cold, foggy feeling in head, uterine adenomyoma, irritable bowel syndrome, pale, appetite lost, nausea, light periods, absence of menstruation, wrist pain, vaginal pain, pain rectal, itchy rash. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("localized pain / chronic pelvic pain") in a 34 year-old female patient who had essure inserted (lot no. C12706, c12708) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("essure placement plus thermal ablation" on (B)(6) 2014). The patient had a medical history of low back pain, vaginal discharge, lower abdominal pain (for last several hours at a time.) And pregnancy with intrauterine device in 2013, abdominal pain and menorrhagia in 2012 and iud expelled, menorrhagia, iron deficiency anemia (secondary to menorrhagia), palpitations, asthma, coeliac disease, parity 5 (4 living children 37 weeks, one neonatal death 37 weeks), multi gravida, extremities burning sensation of and hand swelling. Previously administered products included: micronor for bleeding control, mirena for contraception, tranexamic acid for heavy periods and oral contraceptive nos. Past adverse reactions to the above products included: heavy bleeding 5-6 days after insertion with mirena. As concurrent condition the report mentioned pain menstrual since 2010. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 61 days after essure insertion, she experienced pain ("aching all over"). On (B)(6) 2014 she experienced vaginal discharge ("recurrent of smelly vaginal discharge / white discharge / recurrent"). On (B)(6) 2015 she experienced chest pain ("post ablation, essure placement chest pains, intermittent, severe, rad to neck and right side of the precordium, no sweating but palpitations"). On (B)(6) 2016 she experienced urinary tract infection ("uti symptoms for 2 weeks") and dysuria ("dysuria esp at end of stream"). On (B)(6) 2016 she experienced abdominal pain ("intermittent abdominal pain"), abdominal distension ("abdominal bloating") and pyrexia ("low grade temperature"). On (B)(6) 2019 she experienced irritable bowel syndrome with flank pain. In (B)(6) 2019 she experienced adenomyosis ("suspicion of anterior wall adenomyosis"). On (B)(6) 2019 she experienced device dislocation ("essure not visualized"). On (B)(6) 2019 she experienced decreased appetite ("loss of appetite") and nausea ("nausea recurrent"). In (B)(6) 2019 she experienced vulvovaginal pain ("pain in vagina") and proctalgia ("pain in rectum"). In 2019 she experienced pallor ("feeling off color") and hypomenorrhoea ("lighter periods"). On (B)(6) 2020 she experienced amenorrhoea ("her periods are now much lighter and then she lies down, she has no bleeding at all"). Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), dyspareunia ("dyspareunia"), hypersensitivity ("allergy symptoms"), headache ("headaches / bad low headache / recurrent"), bladder disorder ("urinary/bladder problems"), coital bleeding ("post coital bleeding"), menstruation irregular ("light and heavy periods which are also occurring intermittently and irregularly"), joint pain ("joint pain"), asthenia ("generalized weakness"), photophobia ("increased sensitivity to light"), hyperacusis ("increased sensitivity to sound"), inflammation ("body inflammatory reaction"), tinnitus ("tinnitus / ringing in ears"), head discomfort ("head pressure"), feeling cold ("feeling cold when the weather is warm"), feeling abnormal ("brain fog"), wrist pain ("wrist pain") and rash pruritic ("forehead rash, a bit itchy"). The patient was treated with surgery (essure removal by laparoscopic bilateral salpingectomy and excision on (B)(6)2020). At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, headache and bladder disorder had resolved. The outcomes for dyspareunia, vaginal discharge, chest pain, urinary tract infection, dysuria, abdominal pain, abdominal distension, pyrexia, pain, coital bleeding, menstruation irregular, joint pain, asthenia, photophobia, hyperacusis, inflammation, tinnitus, head discomfort, feeling cold, feeling abnormal, adenomyosis, irritable bowel syndrome, decreased appetite, pallor, nausea, hypomenorrhoea, amenorrhoea, device dislocation, wrist pain, vulvovaginal pain, proctalgia and rash pruritic were unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, amenorrhoea, joint pain, wrist pain, asthenia, chest pain, coital bleeding, decreased appetite, device dislocation, dyspareunia, dysuria, feeling abnormal, feeling cold, head discomfort, hyperacusis, hypomenorrhoea, inflammation, irritable bowel syndrome, menstruation irregular, nausea, pain, pallor, pelvic pain, photophobia, proctalgia, pyrexia, rash pruritic, tinnitus, urinary tract infection, vaginal discharge and vulvovaginal pain to be related to essure administration. No causality assessment was received for essure with regard to hypersensitivity, headache, genital haemorrhage or bladder disorder. The reporter commented: discrepancy start date (B)(6) 2014, to (B)(6) 2014. Essure sterilization and thermachoice ablation balloon on (B)(6) 2014, 2-degree uterine descent ,1 st degree cystocele+ rectocele uterus. A/v mobile 8/40 size, adnexal mass,8 cm cavity. Both ostia seen. Bta-uncomplicated procedure 8 minutes temperature 87 degree celsius, pressure 160-180. Essure sterilization ¿uncomplicated, bilateral essure tips golden tips seen both sides. Essure removal on (B)(6) 2020, findings: normal lower tract, laparoscopy revealed hyperaemic peritoneum and lining all abdominopelvic organ with generalized enlargement of all blood vessels. Normal sized uterus with normal ovaries bilaterally. Both fallopian tubes appeared normal but with evidence of essure clips located at proximal portions and not breaching the tubal wall. Superficial peritoneal endometriotic lesions in the right and left ovarian fossae and in the pouch appendix,ureter,bowel loops and other abdominal organs grossly normal procedure-xcalpel was used to excise both tubes along with cornual wedges of the uterus. Uterus was repaired satisfactorily afterwards. The pelvic endometriotic lesions were removed by local excision. The procedure was completed satisfactorily. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2020: unfortunately she found the procedure difficult and slightly surprisingly the cervical canal was tight. She was unable to tolerate dilation [sars-cov-2 test] on (B)(6) 2020: negative [ultrasound pelvis] in (B)(6) 2019: highlighted suspicion of anterior wall adenomyosis [ultrasound scan vagina] on (B)(6) 2019: essure not visualized; on (B)(6) 2020: shows regular endometrium of 7.5 mm and a normal uterus. On 3d images it did appear that clips are located in isthmus of tubes [x-ray] on (B)(6) 2014: they are linear in appearance and would be consistent with successful deployment batch no c12706 production date 2014-01-13 expiration date 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-jan-2023: lot no c12708 added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localized pain') in a female patient who had essure (batch no. C12708) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), headache ("headaches"), genital haemorrhage ("heavy/abnormal bleeding") and bladder disorder ("urinary/bladder problems"). The patient was treated with surgery (planned essure removal by salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, hypersensitivity, headache, genital haemorrhage and bladder disorder had resolved. The reporter provided no causality assessment for bladder disorder, genital haemorrhage, headache and hypersensitivity with essure. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: the insertion date of the essure was updated, new reporter (lawyer), new adverse events (allergy symptoms, headaches, heavy/abnormal bleeding, localized pain and urinary/bladder problems) were provided. The adverse event medical device removal was changed for pelvic pain female and the outcome for the adverse events allergy symptoms, headaches, heavy/abnormal bleeding, localized pain, urinary/bladder problems were provided and the action taken with drug was updated (drug withdrawn). We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("localized pain / chronic pelvic pain") in a 34 year-old female patient who had essure inserted (lot no. C12706,c12708) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("essure placement plus thermal ablation" on (B)(6) 2014). The patient had a medical history of low back pain, vaginal discharge, lower abdominal pain (for last several hours at a time.) And pregnancy with intrauterine device in 2013, abdominal pain and menorrhagia in 2012 and iud expelled, menorrhagia, iron deficiency anemia (secondary to menorrhagia), palpitations, asthma, coeliac disease, parity 5 (4 living children 37 weeks, one neonatal death 37 weeks), multi gravida, extremities burning sensation of and hand swelling. Previously administered products included: micronor for bleeding control, mirena for contraception, tranexamic acid for heavy periods and oral contraceptive nos. Past adverse reactions to the above products included: heavy bleeding 5-6 days after insertion with mirena. As concurrent condition the report mentioned pain menstrual since 2010. Concomitant products included amitriptyline since (B)(6) 2020, nitrofurantoin, metronidazole and propranolol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 61 days after essure insertion, she experienced pain ("aching all over"). On (B)(6) 2014 she experienced vaginal discharge ("recurrent of smelly vaginal discharge / white discharge / recurrent"). On (B)(6) 2015 she experienced chest pain ("post ablation, essure placement chest pains, intermittent, severe, rad to neck and right side of the precordium, no sweating but palpitations"). On (B)(6) 2016 she experienced urinary tract infection ("uti symptoms for 2 weeks") and dysuria ("dysuria esp at end of stream."). On (B)(6) 2016 she experienced abdominal pain ("intermittent abdominal pain"), abdominal distension ("abdominal bloating") and pyrexia ("low grade temperature"). On (B)(6) 2019 she experienced irritable bowel syndrome ("irritable bowel syndrome") with flank pain. In (B)(6) 2019 she experienced adenomyosis ("suspicion of anterior wall adenomyosis"). On (B)(6) 2019 she experienced device dislocation ("essure not visualized"). On (B)(6) 2019 she experienced decreased appetite ("loss of appetite") and nausea ("nausea recurrent"). In (B)(6) 2019 she experienced vulvovaginal pain ("pain in vagina") and proctalgia ("pain in rectum"). In 2019 she experienced pallor ("feeling off color") and hypomenorrhoea ("lighter periods"). On (B)(6) 2020 she experienced amenorrhoea ("her periods are now much lighter and then she lies down, she has no bleeding at all"). At an unknown time, she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), dyspareunia ("dyspareunia"), hypersensitivity ("allergy symptoms"), headache ("headaches / bad low headache / recurrent"), bladder disorder ("urinary/bladder problems"), coital bleeding ("post coital bleeding"), menstruation irregular ("light and heavy periods which are also occurring intermittently and irregularly"), joint pain ("joint pain"), asthenia ("generalized weakness"), photophobia ("increased sensitivity to light"), hyperacusis ("increased sensitivity to sound"), inflammation ("body inflammatory reaction"), tinnitus ("tinnitus / ringing in ears"), head discomfort ("head pressure"), feeling cold ("feeling cold when the weather is warm"), brain fog ("brain fog"), wrist pain ("wrist pain"), rash pruritic ("forehead rash, a bit itchy"), device intolerance ("inability to tolerate the device") and mental disorder ("psychological issues"). The patient was treated with surgery (essure removal by laparoscopic bilateral salpingectomy and excision on (B)(6) 2020). At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, headache and bladder disorder had resolved. The outcomes for dyspareunia, vaginal discharge, chest pain, urinary tract infection, dysuria, abdominal pain, abdominal distension, pyrexia, pain, coital bleeding, menstruation irregular, joint pain, asthenia, photophobia, hyperacusis, inflammation, tinnitus, head discomfort, feeling cold, brain fog, adenomyosis, irritable bowel syndrome, decreased appetite, pallor, nausea, hypomenorrhoea, amenorrhoea, device dislocation, wrist pain, vulvovaginal pain, proctalgia and rash pruritic were unknown. Essure was removed on (B)(6) 2020. The reporter considered abdominal distension, abdominal pain, adenomyosis, amenorrhoea, joint pain, wrist pain, asthenia, brain fog, chest pain, coital bleeding, decreased appetite, device dislocation, device intolerance, dyspareunia, dysuria, feeling cold, head discomfort, hyperacusis, hypomenorrhoea, inflammation, irritable bowel syndrome, menstruation irregular, mental disorder, nausea, pain, pallor, pelvic pain, photophobia, proctalgia, pyrexia, rash pruritic, tinnitus, urinary tract infection, vaginal discharge and vulvovaginal pain to be related to essure administration. No causality assessment was received for essure with regard to hypersensitivity, headache, genital haemorrhage or bladder disorder. The reporter commented: discrepancy start date (B)(6) 2014. Essure sterilization and thermachoice ablation balloon on (B)(6) 2014, 2-degree uterine descent ,1 st degree cystocele+ rectocele uterus. A/v mobile 8/40 size, adnexal mass,8 cm cavity. Both ostia seen. Bta-uncomplicated procedure 8 minutes temperature 87 degree celsius, pressure 160-180. Essure sterilization ¿uncomplicated, bilateral essure tips golden tips seen both sides. Essure removal on (B)(6) 2020, findings: normal lower tract, laparoscopy revealed hyperaemic peritoneum and lining all abdominopelvic organ with generalized enlargement of all blood vessels. Normal sized uterus with normal ovaries bilaterally. Both fallopian tubes appeared normal but with evidence of essure clips located at proximal portions and not breaching the tubal wall. Superficial peritoneal endometriotic lesions in the right and left ovarian fossae and in the pouch appendix,ureter,bowel loops and other abdominal organs grossly normal procedure-xcalpel was used to excise both tubes along with cornual wedges of the uterus. Uterus was repaired satisfactorily afterwards. The pelvic endometriotic lesions were removed by local excision. The procedure was completed satisfactorily. Diagnostic results (normal ranges are provided in parenthesis if available): [haematocrit] on (B)(6) 2019: (range: 0.37 - 0.47) 0.45 ratio [haemoglobin] on (B)(6) 2019: (range: 115 - 165) 150 g/l [hysteroscopy] on (B)(6) 2020: unfortunately she found the procedure difficult and slightly surprisingly the cervical canal was tight. She was unable to tolerate dilation [platelet count] on (B)(6) 2019: (range: 150 - 450) 212 10*9/l [red blood cell count] on (B)(6) 2019: (range: 3.5 - 5.5) 5.08 10*12/l [sars-cov-2 test] on (B)(6) 2020: negative [ultrasound pelvis] in (B)(6) 2019: highlighted suspicion of anterior wall adenomyosis [ultrasound scan vagina] on (B)(6) 2019: essure not visualized; on (B)(6) 2020: shows regular endometrium of 7.5 mm and a normal uterus. On 3d images it did appear that clips are located in isthmus of tubes [white blood cell count] on (B)(6) 2019: (range: 4 - 11) 6.7 10*9/l [x-ray] on (B)(6) 2014: they are linear in appearance and would be consistent with successful deployment. Batch no c12706, production date 2014-01-13, expiration date 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: events- "intolerance to essure micro-insert, psychological disorder nos: added, reporters information patient medical history and lab data were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("localized pain / chronic pelvic pain") in a 34 year-old female patient who had essure inserted (lot no. C12706,c12708) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("essure placement plus thermal ablation" on (B)(6) 2014). The patient had a medical history of low back pain, vaginal discharge, lower abdominal pain (for last several hours at a time.) And pregnancy with intrauterine device in 2013, abdominal pain and menorrhagia in 2012 and iud expelled, menorrhagia, iron deficiency anemia (secondary to menorrhagia), palpitations, asthma, coeliac disease, parity 5 (4 living children 37 weeks, one neonatal death 37 weeks), multi gravida, extremities burning sensation of and hand swelling. Previously administered products included: micronor for bleeding control, mirena for contraception, tranexamic acid for heavy periods and oral contraceptive nos. Past adverse reactions to the above products included: heavy bleeding 5-6 days after insertion with mirena. As concurrent condition the report mentioned pain menstrual since 2010. Concomitant products included amitriptyline since (B)(6) 2020, nitrofurantoin, metronidazole and propranolol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 61 days after essure insertion, she experienced pain ("aching all over"). On (B)(6) 2014 she experienced vaginal discharge ("recurrent of smelly vaginal discharge / white discharge / recurrent"). On (B)(6) 2015 she experienced chest pain ("post ablation, essure placement chest pains, intermittent, severe, rad to neck and right side of the precordium, no sweating but palpitations"). On (B)(6) 2016 she experienced urinary tract infection ("uti symptoms for 2 weeks") and dysuria ("dysuria esp at end of stream."). On (B)(6) 2016 she experienced abdominal pain ("intermittent abdominal pain"), abdominal distension ("abdominal bloating") and pyrexia ("low grade temperature"). On (B)(6) 2019 she experienced irritable bowel syndrome ("irritable bowel syndrome"). In (B)(6) 2019 she experienced adenomyosis ("suspicion of anterior wall adenomyosis"). On (B)(6) 2019 she experienced device dislocation ("essure not visualized"). On (B)(6) 2019 she experienced decreased appetite ("loss of appetite") and nausea ("nausea recurrent"). In (B)(6) 2019 she experienced vulvovaginal pain ("pain in vagina") and proctalgia ("pain in rectum"). In 2019 she experienced pallor ("feeling off color") and hypomenorrhoea ("lightier periods"). On (B)(6) 2020 she experienced amenorrhoea ("her periods are now much lighter and then she lies down, she has no bleeding at all"). On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), dyspareunia ("dyspareunia"), hypersensitivity ("allergy symptoms"), headache ("headaches / bad low headache / recurrent"), bladder disorder ("urinary/bladder problems"), coital bleeding ("post coital bleeding"), menstruation irregular ("light and heavy periods which are also occurring intermittently and irregularly"), joint pain ("joint pain"), asthenia ("generalized weakness"), photophobia ("increased sensitivity to light"), hyperacusis ("increased sensitivity to sound"), inflammation ("body inflammatory reaction"), tinnitus ("tinnitus / ringing in ears"), head discomfort ("head pressure"), feeling cold ("feeling cold when the weather is warm"), brain fog ("brain fog"), flank pain ("right flank pain"), wrist pain ("wrist pain"), rash pruritic ("forehead rash, a bit itchy"), device intolerance ("inability to tolerate the device"), mental disorder ("psychological issues") and abdominal discomfort ("abdominal discomfort"). The patient was treated with surgery (essure removal by laparoscopic bilateral salpingectomy and excision on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, headache and bladder disorder had resolved. The outcomes for dyspareunia, vaginal discharge, chest pain, urinary tract infection, dysuria, abdominal pain, abdominal distension, pyrexia, pain, coital bleeding, menstruation irregular, joint pain, asthenia, photophobia, hyperacusis, inflammation, tinnitus, head discomfort, feeling cold, brain fog, adenomyosis, irritable bowel syndrome, decreased appetite, pallor, nausea, hypomenorrhoea, amenorrhoea, device dislocation, wrist pain, vulvovaginal pain, proctalgia, rash pruritic and abdominal discomfort were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, adenomyosis, amenorrhoea, joint pain, wrist pain, asthenia, brain fog, chest pain, coital bleeding, decreased appetite, device dislocation, device intolerance, dyspareunia, dysuria, feeling cold, flank pain, head discomfort, hyperacusis, hypomenorrhoea, inflammation, irritable bowel syndrome, menstruation irregular, mental disorder, nausea, pain, pallor, pelvic pain, photophobia, proctalgia, pyrexia, rash pruritic, tinnitus, urinary tract infection, vaginal discharge and vulvovaginal pain to be related to essure administration. No causality assessment was received for essure with regard to hypersensitivity, headache, genital haemorrhage or bladder disorder. The reporter commented: discrepancy start date on (B)(6) 2014, to (B)(6) 2014. Essure sterilization and thermachoice ablation balloon on (B)(6) 2014, 2-degree uterine descent ,1 st degree cystocele+ rectocele uterus. A/v mobile 8/40 size, adnexal mass,8 cm cavity. Both ostia seen. Bta-uncomplicated procedure 8 minutes temperature 87 degree celsius, pressure 160-180. Essure sterilization ¿uncomplicated, bilateral essure tips golden tips seen both sides. Essure removal on (B)(6) 2020, findings: normal lower tract, laparoscopy revealed hyperaemic peritoneum and lining all abdominopelvic organ with generalized enlargement of all blood vessels. Normal sized uterus with normal ovaries bilaterally. Both fallopian tubes appeared normal but with evidence of essure clips located at proximal portions and not breaching the tubal wall. Superficial peritoneal endometriotic lesions in the right and left ovarian fossae and in the pouch appendix,ureter,bowel loops and other abdominal organs grossly normal procedure-xcalpel was used to excise both tubes along with cornual wedges of the uterus. Uterus was repaired satisfactorily afterwards. The pelvic endometriotic lesions were removed by local excision. The procedure was completed satisfactorily. Diagnostic results (normal ranges are provided in parenthesis if available): [haematocrit] on (B)(6) 2019: (range: 0.37 - 0.47) 0.45 ratio [haemoglobin] on (B)(6) 2019: (range: 115 - 165) 150 g/l [hysteroscopy] on (B)(6) 2020: unfortunately she found the procedure difficult and slightly surprisingly the cervical canal was tight. She was unable to tolerate dilation [platelet count] on (B)(6) 2019: (range: 150 - 450) 212 10*9/l [red blood cell count] on (B)(6) 2019: (range: 3.5 - 5.5) 5.08 10*12/l [sars-cov-2 test] on (B)(6) 2020: negative [ultrasound pelvis] in (B)(6) 2019: highlighted suspicion of anterior wall adenomyosis [ultrasound scan vagina] on (B)(6) 2019: essure not visualized; on (B)(6) 2020: shows regular endometrium of 7.5 mm and a normal uterus. On 3d images it did appear that clips are located in isthmus of tubes [white blood cell count] on (B)(6) 2019: (range: 4 - 11) 6.7 10*9/l [x-ray] on (B)(6) 2014: they are linear in appearance and would be consistent with successful deployment; on (B)(6) 2015: the tubal occluders are in a good position batch no c12706 production date 2014-01-13 expiration date 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-apr-2024: medical record received. New event abdominal discomfort added. Lab data added. New reporter (lawyer) added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.